Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). When interrogating a device, the programmer was extremely slow taking about 45 minutes before it eventually displayed a system error. It was noted that print out in one instance during interrogation was "herky-jerky"; this is a software issue. Programmer printed normally otherwise. Overheat message comes up intermittently on the programmer. Power supply found out of electrical specification. Display screen bezel is slightly damaged. System errors found in the programmer error log. (B)(4). Rf (radio frequency) head connection plugs into the programmer with difficulty. Connector out of mechanical specification. Rubber portion of rf head label is missing.

Event description:
It was reported, the programmer was unable to interrogate devices despite new programming head and multiple repair disk runs. It was also reported there was a warning code displayed. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.